Event description:
The technician alleged that the bed had to trendelenburg function. No pt impact.

Manufacturer narrative:
The technician found the trendelenburg lock plug in connection was disconnected under the bed. The technician plugged the trendelenburg connectors together to resolve the issue.